Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via trial, that during stenting of the pre-dilated prox lad, when the investigator implanted the 1st xience v stent, a dissection was noted. The investigator implanted an additional xience v stent as treatment. There is no additional event or patient information available.

Manufacturer narrative:
Dissection, as listed in the xience v instructions for use (IFU), and risk assessment matrix, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including, but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stent, or other). In this case, there was no report of any product malfunction at the time of the stent implantation.